Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed a hematoma when he rolled over on the monitor one night. Patient reported it to be painful and he removed the device. It was reported that the hematoma went away after removing the device and the patient decided to end use.